Event description:
It was reported via medwatch that, "during placement of midline, accessed left cephalic vein. Upon advancing the catheter and retracting the needle catheter broke off in patient's arm. Patient was brought to ir and the catheter fragment was successfully retrieved by physician. Original midline device was placed in sharps bin and is unable to be retrieved. Midline fragment was saved and placed in a sterile cup for potential analysis." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.